Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer¿s blood glucose level was 500-600 mg/dl at the time of the incident. Patient's current blood glucose was 219 mg/dl. The customer did experienced the symptoms such as nausea and diarrhea. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.